Event description:
Further patient data was received. The manufacturer's battery life calculation (blc) did not confirm the patient's generator battery is expected to be depleted. No additional relevant information has been received to date.

Event description:
The patient's physician expressed concern that the patient's generator battery has prematurely depleted. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. No other relevant information has been received to date. No known surgical intervention has occurred to date.